Event description:
Prior to the detachment, physician found that the proximal marker bands of the embolic coil ((B)(4)/(B)(4)) seemed to be placed somewhat apart from each other than usual and therefore it was difficult to align the coil properly. This was confirmed by advancing the coil until the window between the two proximal marker bands on the delivery tube encompassed the proximal marker band on the microcatheter, and the distal tip of the delivery tube was out of the microcatheter at the distal end. However, the physician managed to properly position the coil in the target aneurysm and was able to detach it. Afterwards, the procedure was completed with no further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The procedure was coil embolization of the right middle cerebral artery that was mildly calcified and moderately tortuous. The product was new, and it was stored per labeling instructions. There were no issues with any section of the coil delivery system. There were no issues with the microcatheter or the product available for analysis. The delivery system is going to be returned for evaluation, and no further information was available.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.